Event description:
During a liposuction procedure, flexible suction liner cover imploded. There were no pt consequences, and no injury to caregiver. Complainant stated cover portion of flexible liner is brittle.

Manufacturer narrative:
Likely cause is embrittlement of plastic due to excessive uv exposure during storage. Since july 2009, directions for use include a warning statement regarding improper storage conditions.